Event description:
During a procedure, the physician noticed the abnormal noise and confirmed that the ptfe pad was damaged. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the ptfe pad of the device was severely worn and the metal part of the jaw was exposed. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. It is possible since the probe and the metal part of jaw came into contact with each other, the abnormal noise was generated. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when a irregularity is found.